Event description:
Additional information received indicates that there was a surgical delay in the revision for about +45 minutes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Hcp reported to bfarm/nca: "the patient came to our emergency department on (B)(6) 2023 after referral by a resident colleague. She reported persistent left hip pain for several months after primary implantation of a hip-tep left side in 2012. No fall event known, exact period of the fracture could not be determined. Anyhow, a CT scan dated (B)(6) 2022 was available, here the femoral stem was still intact. After some time for reflection, the patient finally decided to have the damaged prosthetic component changed." Doi: (B)(6) 2012. Dor: (B)(6) 2023. Affected side: left.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found the femoral stem fractured at the distal portion of the stem's body. No other defects were observed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured:(B)(4) 2) date of manufacture: 20-july-2011 3) any anomalies or deviations identified in DHR: none 4) expiry date: june 2016 5) IFU reference: w90942 rev d device history review: a manufacturing record evaluation was performed for the finished device [3l92507 / 5101955] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.